Event description:
It was reported, the pt underwent l3 corpectomy with a cage and posterior fixation (l2-l4) with two screws on the left and three screws on the right. The rod disengaged from the rod inserter. The rod inserter did not hold the rod under the stress of insertion. The pt underwent a mini open procedure on both sides (refer to manufacturer report # 1030489-2009-00774).

Manufacturer narrative:
The rod inserter was returned for evaluation. Visual and optical examinations were performed. All areas in the part, especially the locking /inserting mechanisms were thoroughly inspected and no apparent material failure in terms of fracture, cracking, wear, gouging or bending were observed.